Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results of (B)(6) 2022, indicate that the culture sampling results do not conform to the french regulations for all channels. Revivable microorganisms: 1 cfu/endoscope (volume filtered 100 ml). Revivable microorganisms: 1 cfu/100 ml (volume filtered 100 ml). Gram positive bacteria detected. Conclusion: the results obtained correspond to the level of action as defined by the french regulations of jul 4, 2016, the microbiological quality of the endoscope is not satisfactory for an endoscope subjected to high level disinfection and rinsed with sterile water. A second sampling was taken after the device was reprocessed per the directions of the instructions for use. The results of (B)(6) 2022, of the second sampling indicate that the culture sampling results do not conform to the french regulations for all channels. Revivable microorganisms: 3 cfu/endoscope (volume filtered 100 ml). Revivable microorganisms: 3 cfu/100 ml (volume filtered 100 ml). Gram positive bacteria detected. Conclusion: the results obtained correspond to the level of action as defined by the french regulations of jul 4, 2016, the microbiological quality of the endoscope is not satisfactory for an endoscope subjected to high level disinfection and rinsed with sterile water. A visual inspection of the device was performed. It was observed that there are scratches inside the biopsy channel, biopsy port and k-mount. The device will be repaired, and a new microbiological sampling will be performed at the end of the repair.

Manufacturer narrative:
More information is available on the device evaluation. This supplemental report is being submitted to provide this information. The biopsy channel of the device was noted to have some brown material, possibly corrosion, as observed during device evaluation. It cannot be determined when the material became present in the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on clarification to results of third party testing (please see b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the positive culture was caused by insufficient reprocessing as the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. The brown residue or corrosion in biopsy channel port likely was due to insufficient drying condition of storage. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An independent laboratory is performing for olympus a culture test for the device. The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel. Detergent is used for pre-cleaning. During manual cleaning detergent used is aniosyme. Disinfection used is anioxyde. Brushing is performed for the suction channel/operating channel, and distal/areas around the elevator. Brushes used are neoclean and olympus bw400b. Automatic endoscopy reprocessor (aer) is not used. The device is stored horizontally in a simple storage cabinet without drying functionality.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected for all channels which was above the acceptable threshold, corresponding to the level of action per the french regulations of july 4, 2016. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.